Event description:
While having a diagnostic laparoscopy, the dr asked for an electrosurgical unit (esu) needle tip to be placed on an extension piece to be fitted on the esu pencil. When the esu was activated and placed near the left ovarian cyst, the pt's left leg jumped and the dr then noted a "major vessel bleed". The iliac artery was repaired and the belly explored for any further damage. The pt was sent to ICU for monitoring and 2 units of blood given. Biomedical engineering received report 9/16/1999. This report faxed to conmed on 9/20/1999.